Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, lead and anchor were replaced and a lead and anchor were added. It was noted that the ipg was replaced per physician's preference while the lead was due to suspected malfunction.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances consistent with a lead fracture were noted. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances consistent with a lead fracture were noted. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50 sn (B)(4) device evaluation indicated that the complaint was confirmed. Four cables were fractured at the kinked section of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the set screw mark. Cables are exposed at the fracture site. Sc-2218-50 sn (B)(4) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances consistent with a lead fracture were noted. The patient will undergo a lead replacement procedure.